Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3.2 row b not detected on bus and shown black screen with blue password screen. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was failed and not detected on bus, station was stuck on the black screen with blue password screen and did not reboot properly. A field service engineer (fse) logged into the hardware test application and confirmed that row b was not present, used hardware test application to pop all pockets and then manually released the pockets on row b, powered down the station, reseated the row board cable connected to the drawer controller board. While the main station was powered off, fse also reseated the serial ata cable (sata) after the customer reported repeated basic input/output system (bios) password errors during reboot, restarted the station, which booted normally without issue, ran the hardware test application final test on drawer 3.2, restarted the station again, and re-ran the hardware test application final test, after which the customer successfully refilled the device with no further issues observed. The system functioned as intended after the field service engineer repaired the device.